Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2014: inratio 3.5; lab >8. On (B)(6) 2014: inratio 3.5; lab >1.46. Time between testing on both days <2 hours. Patient's therapeutic range: 2-3. Due to abnormal bleeding from his arm, patient went to urgent care on (B)(6) 2014. Patient had a venous lab dray on (B)(6) 2014, and it took a while to stop bleeding. When the tape was removed, it tore his skin and caused the bleeding on (B)(6) 2014. Patient was prescribed vitamin k (2 pills) and directed to withhold his coumadin dose for 2 weeks. No further treatment was required to stop the bleeding. No additional adverse events.

Manufacturer narrative:
Investigation is pending.